Event description:
Philips received a complaint by the customer on the v60 indicating that it won't stay in standby mode. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the device would not stay in standby mode. Discussed testing the flow sensors. The rse provided parts ID for the flow sensor, air and o2 assembly to resolve the reported problem and transferred the customer to parts desk to order parts.

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.